Manufacturer narrative:
The pacemaker remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that shortly after wound closure of this pacemaker, massive bleeding in the device pocket was noted. The device pocket was reopened to stop the bleeding by applying wound drainage. One week later, bleeding in the device pocket occurred again. A second revision of the pocket was performed to apply drainage and thermocoagulation. No additional adverse patient effects were reported.